Event description:
Sensing issues were reported, and review of device data showed the pacing impedance and sensing have been erractic since implant, including noisy egms and short intervals. Based on the early impedance change, it was believed to be 'more of a setscrew problem'. X-ray showed questionable pin placement in the device header, however, the physician could not visually confirm a poor placement. The lead was capped, and the ICD was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: no anomalies were found. Other text : sensing issues were reported, and review of device data showed the pacing impedance and sensing have been erractic since implant, including noisy egms and short intervals. Based on the early impedance change, it was believed to be 'more of a setscrew problem'. X-ray showed questionable pin placement in the device header, however, the physician could not visually confirm a poor placement. The lead was capped, and the ICD was explanted. No patient complications have been reported as a result of this event. No conclusion can be drawn sensitivity noise.